Manufacturer narrative:
D4: unique device identifier and serial number not available. Upon investigation of the actual device used in this incident, it was determined that the cubie was stuck due to suspected liquid damage. A field service engineer replaced the cubie tray and tested all drawers and cubies to ensure proper function. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux cubie was stuck on drawer while de assigning this cubie as it had already expired. There were no adverse events or injuries reported based on this event.